Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using the pre-close technique prior to an interventional endovascular aneurysm repair (evar) procedure using an 8f sheath. Reportedly, the first prostyle suture was successfully pre-placed. The second prostyle device could not be withdrawn as the foot could not be retracted. Despite repeated attempts to deploy and retract the foot, the device could not be removed. Surgical cutdown was performed to retrieve the device and intentionally remove the first pre-placed suture. Upon inspection, it appeared that the sutures were entangled with the first pre-placed suture. Hemostasis was achieved with manual compression. The evar procedure was continued from the other groin. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors for the entanglement of the suture and device in this case may be due the suture loop of the first device being larger than normal, the rotation angle of the first or second device sub optimal, the insertion and placement of the second device catches the suture/loop of the first device with the foot either during placement or during closing of the foot, or suture is captured by a needle during deployment. Additionally, the second device maybe inserted through the loop of the first device or a combination of factors. In this case, the foot could not be retracted, indicating the foot of the second device likely caught the suture/loop of the first device during closure and perhaps tissue leading to the entrapment; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is being filed under a separate medwatch report number.